Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 52.3cm was returned for analysis. Final analysis found an external insulation abrasion was noted at 41.7-41.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 15.2-15.3cm and 15.5-16.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.